Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 513 mg/dl and high ketone levels identified as life-threatening by a healthcare provider. Prior to going to the ER, the customer administered a manual insulin injection to address bg level. No information was provided regarding the treatment that was received in the hospital. Reportedly, the customer experience ¿handling errors¿ during the infusion set application process and did not change the cartridge and infusion set accordingly. System check with technical support confirmed the pump was functioning as intended. The customer continued to use the pump for insulin therapy.